Event description:
Event description guidant received information that during an implant procedure, the competitor's left ventricular (lv) lead would not stay positioned without a guidant iron man guidewire in place. The guidewire was left in the lead, however when the leads were connected to the device, lv pacing was inhibited due to noise on the lv lead, presumably due to the guide wire left in the lead. Reducing lv sensitivity and lvpp resulted in less inhibition but did not fully resolve the issue. A competitor's model lead was used, as they do not sense off the lv. Once the device was connected, lv pacing was not inhbited. Additional information was received stating a guidant lv lead and crt-d device were attempted to be implanted prior to the placement of the lv lead discussed above. The lv lead was not used because of a patient condition, and the device was not used because of oversensing.